Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading 221 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.